Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the probe was not being washed and was hitting the side of the cuvette. He replaced the probe, corrected the cuvette water level, performed checks, and corrected the position of the rinse nozzles. A general reagent issue was excluded. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphorus results for 4 patient samples on a cobas 8000 c702 module. Sample 1: the initial result was 2.54 mmol/l. The sample was automatically repeated the repeated result was 0.8 mmol/l. Due to the discrepant results observed with the first sample, the customer repeated other samples. Sample 2: the initial result was 1.76 mmol/l, and the repeated result was 1.1 mmol/l. Sample 3: the initial result was 1.68 mmol/l, and the repeated result was 1.01 mmol/l. Sample 4: the initial result was 1.57 mmol/l, and the repeated result was 1.08 mmol/l.